Event description:
It was reported that the insulin pump was unable to perform a manual prime, and the insulin was squirting out of the reservoir. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime as a result of a loose drive support disk. The insulin pump also had a missing end cap sticker.